Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "slow leak." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "slow leak." Patient reported "ripples and she can feel it." Device remains implanted.

Event description:
Healthcare professional reported a left side "slow leak." Patient reported "ripples and she can feel it." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified green particles on the shell and crease flat. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is wrinkles (creases) are observed but have no relationship with manufacturing, and no observed openings on the device.

Event description:
Device has been explanted.